Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the medication in the pump has made no difference in the patient¿s pain. The medication was switched, but that did not help. The patient was frail and had ¿no fat¿ so the pump stuck out and caught on things. A few days ago the patient opened a draw on a desk and the drawer fell on top of her and she experienced severe pain. The patient had swelling and a ¿lump¿ and was having trouble breathing. One of the current medications in the pump at the time of the report was dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer: model# 8835, serial# (B)(4); catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted:unk. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. The patient experienced acute pain in her spine and spasms throughout her entire body following a new pump and catheter implant. Patient stated the pain in her spine has surpassed anything else as far as pain level goes. Patient stated she has to bend her knees in order to walk. Patient stated she had been bed ridden for 8 years and was passing out because she was not sleeping. Patient stated the worst incident was when the she fell a few weeks ago and landed in front of the kitchen sink. Patient stated she can barely move her right arm. Patient stated she falls often and has been for the last 6-8 years. Patient stated she falls off the bed often and jerks. Patient stated her pump sticks out of her body and looks like a third breast. Patient stated she has bone clips in her right heel which caused swelling and non-healing bone across the top of her left foot from breaking it years ago. Patient believed this was contributing to her legs swelling up. Patient stated her legs started swelling since she got the pump implanted. Patient stated she has a lack of sleep and balance. Patient stated she was having organ failure and fungal infections in her entire body. Additional information has been requested but was not available at the time of this report.